Event description:
Info received indicates the head of the bed is not staying up.

Manufacturer narrative:
The tech found the CPR valve was releasing the CPR. He replaced the CPR valve to repair the bed.